Event description:
It was reported that the surgeon implanted a collamer single piece lens with no problem and with no pt injury. When the surgeon pulled back on the injector, the white cap fell off the injector.

Manufacturer narrative:
Eval results: visual inspection of the injector found the white cap not attached to the injector. The foam tip plunger was returned with no visible damage. There was no evidence of surgical residue. An injector lot number search was performed and one similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, the injector lot number search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for eval.